Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to clogging of the channel tube, neither the forceps nor the channel cleaning brush can be inserted smoothly. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there is a stent stuck inside the ultrasound gastrovideoscope. The issue was found after the procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there is a stent stuck inside the ultrasound gastrovideoscope. The issue was found after the procedure that was completed with the same device. There were no reports of patient harm.